Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: 12/13/2018. Additional narrative: it was reported that following the procedure the patient experienced pain, scarring, disfigurement, and discomfort. It was reported that the patient underwent a removal of the mesh on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 03/12/2019.